Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact requested assistance on how to cancel the patient's treatment. The patient contact stated the patient was in treatment and had a cardiac arrest. The paramedics cut the tubing. Technical support assisted the patient contact with canceling the treatment and the patient was hospitalized. Upon follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient was in treatment (unknown phase) and went into cardiac arrest. The patient was transported to the hospital via emergency medical services (ems) and admitted. The pdrn stated the cardiologist had been following this patient closely prior to this event for a heart valve issue. The patient was seen in the pd clinic on (B)(6) 2021. The nephrologist referred the patient back to the cardiologist; however, it is unknown if the patient was seen by cardiology after the clinic appointment and prior to the cardiac arrest. The cause of the cardiac arrest has been attributed to the patient¿s pre-existing heart condition. The pdrn stated the event was unrelated to use of the liberty select cycler or other fresenius product(s). The patient remains hospitalized and has been withdrawn completely from any dialysis treatments. No further information was available.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of cardiac arrest with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the liberty select cycler. This patient had a pre-existing cardiac condition and was being followed closely by a cardiologist for a heart valve issue. Due to the patient¿s condition, it was determined the best course was to withdraw from dialysis. The incidence and prevalence for cardiovascular events is significantly higher in patients with chronic kidney disease. Based on the available information and no allegation of a malfunction or deficiency the liberty select cycler can be excluded as the cause of the patient¿s cardiac arrest event with withdrawal from dialysis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact requested assistance on how to cancel the patient's treatment. The patient contact stated the patient was in treatment and had a cardiac arrest. The paramedics cut the tubing. Technical support assisted the patient contact with canceling the treatment and the patient was hospitalized. Upon follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient was in treatment (unknown phase) and went into cardiac arrest. The patient was transported to the hospital via emergency medical services (ems) and admitted. The pdrn stated the cardiologist had been following this patient closely prior to this event for a heart valve issue. The patient was seen in the pd clinic on 05/may/2021. The nephrologist referred the patient back to the cardiologist; however, it is unknown if the patient was seen by cardiology after the clinic appointment and prior to the cardiac arrest. The cause of the cardiac arrest has been attributed to the patient¿s pre-existing heart condition. The pdrn stated the event was unrelated to use of the liberty select cycler or other fresenius product(s). The patient remains hospitalized and has been withdrawn completely from any dialysis treatments. No further information was available.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. No fluid leaks in the test cassette during the treatment. The cycler underwent a catch-post hipot test, patient hipot test, current leakage test, voltage calibration check, system air leak and valve actuation testing and was found to meet product specifications. A patient sensor calibration test was also performed and the cycler was found to be within tolerance. An internal visual inspection of the returned cycler was performed and found no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact requested assistance on how to cancel the patient's treatment. The patient contact stated the patient was in treatment and had a cardiac arrest. The paramedics cut the tubing. Technical support assisted the patient contact with canceling the treatment and the patient was hospitalized. Upon follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient was in treatment (unknown phase) and went into cardiac arrest. The patient was transported to the hospital via emergency medical services (ems) and admitted. The pdrn stated the cardiologist had been following this patient closely prior to this event for a heart valve issue. The patient was seen in the pd clinic on (B)(6) 2021. The nephrologist referred the patient back to the cardiologist; however, it is unknown if the patient was seen by cardiology after the clinic appointment and prior to the cardiac arrest. The cause of the cardiac arrest has been attributed to the patient¿s pre-existing heart condition. The pdrn stated the event was unrelated to use of the liberty select cycler or other fresenius product(s). The patient remains hospitalized and has been withdrawn completely from any dialysis treatments. No further information was available.